Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. Review of the manufacturing records confirmed that the devices in this batch met all applicable specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A guide support was advanced initially and even though the guide support was struggling, a 12 x 3.00 rebel stent was advanced to treat the lesion. However, during the procedure, the physician lost guide support and therefore pulled the device out from the patient. It was then noticed that the stent struts at the distal end of the stent were off the balloon and were kinked. The procedure was completed with another 12 x 3.00 rebel stent. No patient complications were reported and the patient's status was good.